Event description:
It was reported that the footboard was missing its bed exit alarm module. No adverse consequence reported.

Manufacturer narrative:
MFR's investigation determined that the user facility removed a footboard module leaving a gap in the footboard allowing for liquid ingress. If liquids were to infiltrate the footboard, footboard functionality may be inhibited.